Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0084 and FDA-2014-n-0736-0464, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2004. In an unspecified date she experienced cyst on ovaries, inflammation all over body, hair falling out all over the place, always in pain, headaches (ongoing), autoimmune disease, blood pressure was high, bloated all the time, migraines, no energy, brain fog, sick all of the time, metal taste in mouth and immune system was very low. Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Internal correction based on information received on 12-aug-2015 and follow-up information received on 30-sep-2015. The event autoimmune disease was updated to serious. Consumer reported that she had chest pains and that the event was related to essure. Follow up information received on 18-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1755). The consumer reported she had rashes and boils; she had one lanced on her butt which was the size of a 50 cent piece. She had to be on antibiotics that were not weight stuff but kills anthrax bactrim. The boils were around and around circle; she had on her butt, thighs and vagina. Follow-up information received on 23-oct-2015 with additional information on 25-oct-2015 (FDA-2014-n-0736-1469, FDA-2014-n-0736-1756, FDA-2014-n-0736-1671): the consumer was (B)(6) at the time of the report. She stated that she started having problems from day one of insertion. She stated her hair was falling out. She had neuropathy in legs, arms, and shoulders, had muscle and nerve damage. She had cyst 4 at a time and they bust, migraines all the time, forgetfulness, brain fog, and metal taste in mouth. Her right tube always hurt right before her period. Her legs, shoulders and arms hurt all the time. She also got stage 1 cervical cancer and had to have leep (loop electrosurgical excision procedure) done to remove the cells. She was down for a month to heal. Her gums were always swollen and she had heavy bleeding. She also had boils every month on thighs, butt and vagina. She got rashes on shoulders. She mentioned she had so many pills and vitamins (over 30) for pain and to build her immune system up. She got cramps in her legs on a daily bases and her head got heavy at times. Her period was heavy, cramping horrible. She mentioned she had never had issues with this before essure. She was gaining weight that did not come off unless she starved herself. She had horrible pressure in her stomach and it was always bloated. She had used laxatives and probiotics, which did not work. She could not sleep and had horrible anxiety. Her heart was racing, she had chest pains and stated she was sick 24/7. The consumer stated she could not have essure removed because doctors were clueless about the device. She considered all events related to essure. Ptc results and assessment received on 13-nov-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where a insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm the quality defect or device malfunction al this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Follow-up received on 28-dec-2015: consumer reported she is (B)(6) and everything was out except ovaries (she mentioned full hysterectomy), so the case was upgraded to incident. She also experienced hot flashes. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow up information received on 02-jan-2016: consumer reported that she has heavy metal poisoning that she will never get rid of, there is no cure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and stated that her immune system is very low. This event was seen as an immunodeficiency and thus was considered as medically significant and is unlisted in the reference safety information for essure. It was also reported that she experienced an autoimmune disease, which was considered serious due to its medical importance and unlisted. Upon receipt further information the consumer stated that she also had boil in vagina (seen as vaginal abcess), serious event due to medical importance and unlisted. She also got stage 1 cervical cancer during essure use and it was also reported that she had heavy metal poisoning, which were considered serious events due to their medical importance and unlisted. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and the above reported events were considered unrelated. The consumer also presented the serious listed event, heavy bleeding after essure insertion, abnormal genital bleeding and menses pattern changes may occur. Thus, this event was considered related to essure. In this case, it was reported that everything was out except ovaries and full hysterectomy was mentioned. Thus, this case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported event(s) and a quality defect. This is a docket case and no follow-up information is expected.

Manufacturer narrative:
Follow up received on 13-jun-2016: legal claim was received from a lawyer on behalf of the consumer/plaintiff. She had essure inserted in or around (B)(6) 2009 (discrepant information), she was (B)(6) at that time. Shortly after undergoing the essure procedure, a hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive rashes, excessive hair loss, excessive weight gain, dental problems, and chronic fatigue. She has never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2015 plaintiff underwent a hysterectomy to have the essure coils removed. After surgery, she was advised that her essure coils had migrated. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy to remove the device. During this surgery, she was advised that her essure coils had migrated. Additionally, she reported her immune system is very low, she had boil on vagina, autoimmune disease, cervical cancer and heavy metal poisoning. These events are unlisted in the reference safety information for essure, except for genital bleeding and device migration which are listed. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity). Additionally, genital bleeding is a possible adverse reaction during device therapy. In this case, although the exact mechanism of the reported bleeding and migration is not known, given their nature causality with essure cannot be excluded. Regarding the remaining events; based on their nature and considering essure safety profile causality is considered unlikely. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no relationship between the reported events and a quality defect. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0464) on 12-aug-2015. The most recent information was received on 20-mar-2020 and 14-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated'), genital haemorrhage ('heavy bleeding, bleed afterwards') and suicide attempt ('2 suicidal attempts') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion life threatening), immunodeficiency ("immune system is very low"), autoimmune disorder ("autoimmune disease"), vaginal abscess ("boil on vagina"), metal poisoning ("heavy metal poisoning"), ovarian cyst ("cyst on my ovaries"), inflammation ("inflammation all over body"), alopecia ("hair falling out all over the place, excessive hair loss"), pain ("always in pain"), headache ("headaches are on going"), hypertension ("blood pressure is high"), abdominal distension ("bloated all the time, abdominal bloating"), migraine ("migraines"), asthenia ("no energy"), feeling abnormal ("brain fog"), malaise ("sick all of the time"), dysgeusia ("metal taste in my mouth"), chest pain ("chest pain"), rash ("rashes, excessive rashes/ getting a rash all over and itches/ nickel rash same thing I have"), furuncle ("boils on butt and thighs"), neuropathy peripheral ("neuropathy in my legs,arms, and shoulders"), muscle injury ("muscle damage"), nerve injury ("nerve damage"), memory impairment ("forgetfulness"), pain in extremity ("my legs hurt/arms hurt all the time"), musculoskeletal pain ("shoulder hurt"), gingival swelling ("my gums are always swollen"), menorrhagia ("my period is heavy / heavy menstrual bleeding"), muscle spasms ("cramps in my legs"), abdominal discomfort ("horrible pressure in my stomach"), abnormal weight gain ("gain weight a lot, excessive weight gain"), depression ("depressed a lot") with insomnia and anxiety, palpitations ("heart was racing"), hot flush ("hot flashes"), pelvic pain ("severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), enterocolitis infectious ("enterocolitis infectious"), vitamin d deficiency ("little low on vitamin d"), vulvovaginal pain ("vaginal hurts") and fungal infection ("yeast infection") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery. Essure was removed on 30-nov-2015. At the time of the report, the device dislocation, genital haemorrhage, suicide attempt, immunodeficiency, vaginal abscess, cervix carcinoma, ovarian cyst, inflammation, pain, chest pain, furuncle, neuropathy peripheral, muscle injury, nerve injury, memory impairment, pain in extremity, musculoskeletal pain, muscle spasms, abdominal discomfort, palpitations, hot flush, enterocolitis infectious, vitamin d deficiency, vulvovaginal pain and fungal infection outcome was unknown and the autoimmune disorder, metal poisoning, alopecia, headache, hypertension, abdominal distension, migraine, asthenia, feeling abnormal, malaise, dysgeusia, rash, gingival swelling, menorrhagia, abnormal weight gain, depression, pelvic pain, pelvic discomfort, back pain, tooth disorder, fatigue and abdominal pain had not resolved. The reporter provided no causality assessment for suicide attempt with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, asthenia, autoimmune disorder, back pain, cervix carcinoma, chest pain, depression, device dislocation, dysgeusia, enterocolitis infectious, fatigue, feeling abnormal, fungal infection, furuncle, genital haemorrhage, gingival swelling, headache, hot flush, hypertension, immunodeficiency, inflammation, malaise, memory impairment, menorrhagia, metal poisoning, migraine, muscle injury, muscle spasms, musculoskeletal pain, nerve injury, neuropathy peripheral, ovarian cyst, pain, pain in extremity, palpitations, pelvic discomfort, pelvic pain, rash, tooth disorder, vaginal abscess, vitamin d deficiency and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency, vulvovaginal pain and fungal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter , event vaginal hurts, yeast infection added on 14-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6) 2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated'), genital haemorrhage ('heavy bleeding') and suicide attempt ('2 suicidal attempts') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), immunodeficiency ("immune system is very low"), autoimmune disorder ("autoimmune disease"), vaginal abscess ("boil on vagina"), metal poisoning ("heavy metal poisoning"), suicide attempt (seriousness criterion life threatening), ovarian cyst ("cyst on my ovaries"), inflammation ("inflammation all over body"), alopecia ("hair falling out all over the place, excessive hair loss"), pain ("always in pain"), headache ("headaches are on going"), hypertension ("blood pressure is high"), abdominal distension ("bloated all the time, abdominal bloating"), migraine ("migraines"), asthenia ("no energy"), feeling abnormal ("brain fog"), malaise ("sick all of the time"), dysgeusia ("metal tast in my mouth"), chest pain ("chest pain"), rash ("rashes, excessive rashes/ getting a rash all over and itches/ nickel rash same thing I have"), furuncle ("boils on butt and thighs"), neuropathy peripheral ("neuropathy in my legs,arms, and shoulders"), muscle injury ("muscle damage"), nerve injury ("nerve damage"), memory impairment ("forgetfulness"), pain in extremity ("my legs hurt/arms hurt all the time"), musculoskeletal pain ("shoulder hurt"), gingival swelling ("my gums are always swollen"), menorrhagia ("my period is heavy / heavy menstrual bleeding"), muscle spasms ("cramps in my legs"), abdominal discomfort ("horrible pressure in my stomach"), abnormal weight gain ("gain weight a lot, excessive weight gain"), depression ("depressed a lot") with insomnia and anxiety, palpitations ("heart was racing"), hot flush ("hot flashes"), pelvic pain ("severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), enterocolitis infectious ("enterocolitis infectious") and vitamin d deficiency ("little low on viatmin d") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, immunodeficiency, vaginal abscess, cervix carcinoma, suicide attempt, ovarian cyst, inflammation, pain, chest pain, furuncle, neuropathy peripheral, muscle injury, nerve injury, memory impairment, pain in extremity, musculoskeletal pain, muscle spasms, abdominal discomfort, palpitations, hot flush, enterocolitis infectious and vitamin d deficiency outcome was unknown and the autoimmune disorder, metal poisoning, alopecia, headache, hypertension, abdominal distension, migraine, asthenia, feeling abnormal, malaise, dysgeusia, rash, gingival swelling, menorrhagia, abnormal weight gain, depression, pelvic pain, pelvic discomfort, back pain, tooth disorder, fatigue and abdominal pain had not resolved. The reporter provided no causality assessment for suicide attempt with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, asthenia, autoimmune disorder, back pain, cervix carcinoma, chest pain, depression, device dislocation, dysgeusia, enterocolitis infectious, fatigue, feeling abnormal, furuncle, genital haemorrhage, gingival swelling, headache, hot flush, hypertension, immunodeficiency, inflammation, malaise, memory impairment, menorrhagia, metal poisoning, migraine, muscle injury, muscle spasms, musculoskeletal pain, nerve injury, neuropathy peripheral, ovarian cyst, pain, pain in extremity, palpitations, pelvic discomfort, pelvic pain, rash, tooth disorder, vaginal abscess and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case the following events are reported via social media-vitamin d deficiency. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information from social media received: new event added as vitamin d deficiency. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0464) on 12-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated'), genital haemorrhage ('heavy bleeding, bleed afterwards'), suicide attempt ('2 suicidal attempts') and staphylococcal infection ('mrsa') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion life threatening), immunodeficiency ("immune system is very low"), autoimmune disorder ("autoimmune disease"), vaginal abscess ("boil on vagina"), metal poisoning ("heavy metal poisoning"), ovarian cyst ("cyst on my ovaries"), inflammation ("inflammation all over body"), alopecia ("hair falling out all over the place, excessive hair loss"), pain ("always in pain"), headache ("headaches are on going"), hypertension ("blood pressure is high"), abdominal distension ("bloated all the time, abdominal bloating"), migraine ("migraines"), asthenia ("no energy"), feeling abnormal ("brain fog"), malaise ("sick all of the time"), dysgeusia ("metal taste in my mouth"), chest pain ("chest pain"), rash ("rashes, excessive rashes/ getting a rash all over and itches/ nickel rash same thing I have/breakout"), furuncle ("boils on butt and thighs"), neuropathy peripheral ("neuropathy in my legs,arms, and shoulders"), muscle injury ("muscle damage/muscle damage in my leg,arm and shoulder"), nerve injury ("nerve damage"), memory impairment ("forgetfulness"), pain in extremity ("my legs hurt/arms hurt all the time"), musculoskeletal pain ("shoulder hurt"), gingival swelling ("my gums are always swollen"), menorrhagia ("my period is heavy / heavy menstrual bleeding"), muscle spasms ("cramps in my legs"), abdominal discomfort ("horrible pressure in my stomach"), abnormal weight gain ("gain weight a lot, excessive weight gain"), depression ("depressed a lot") with insomnia and anxiety, palpitations ("heart was racing"), hot flush ("hot flashes"), pelvic pain ("severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), enterocolitis infectious ("enterocolitis infectious"), vitamin d deficiency ("little low on vitamin d"), vulvovaginal pain ("vaginal hurts"), fungal infection ("yeast infection"), staphylococcal infection (seriousness criterion medically significant), rheumatoid arthritis ("I have hit 8-9 points on the ra scale"), acne ("chest pimples all the time") and erythema ("redness") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, genital haemorrhage, suicide attempt, immunodeficiency, vaginal abscess, cervix carcinoma, ovarian cyst, inflammation, pain, chest pain, furuncle, neuropathy peripheral, muscle injury, nerve injury, memory impairment, pain in extremity, musculoskeletal pain, muscle spasms, abdominal discomfort, palpitations, hot flush, enterocolitis infectious, vitamin d deficiency, vulvovaginal pain, fungal infection, staphylococcal infection, rheumatoid arthritis, acne and erythema outcome was unknown and the autoimmune disorder, metal poisoning, alopecia, headache, hypertension, abdominal distension, migraine, asthenia, feeling abnormal, malaise, dysgeusia, rash, gingival swelling, menorrhagia, abnormal weight gain, depression, pelvic pain, pelvic discomfort, back pain, tooth disorder, fatigue and abdominal pain had not resolved. The reporter provided no causality assessment for suicide attempt with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, acne, alopecia, asthenia, autoimmune disorder, back pain, cervix carcinoma, chest pain, depression, device dislocation, dysgeusia, enterocolitis infectious, erythema, fatigue, feeling abnormal, fungal infection, furuncle, genital haemorrhage, gingival swelling, headache, hot flush, hypertension, immunodeficiency, inflammation, malaise, memory impairment, menorrhagia, metal poisoning, migraine, muscle injury, muscle spasms, musculoskeletal pain, nerve injury, neuropathy peripheral, ovarian cyst, pain, pain in extremity, palpitations, pelvic discomfort, pelvic pain, rash, rheumatoid arthritis, staphylococcal infection, tooth disorder, vaginal abscess, vitamin d deficiency and vulvovaginal pain to be related to essure. The reporter commented: patient takes lupus and rheumatoid arthritis medications concomitant medications- pill. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency, vulvovaginal pain, fungal infection, staphylococcal infection, rheumatoid arthritis, erythema and acne. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- I have hit 8-9 poits on the ra scale, chest pimples all the time and redness. Reporter added. On 23-mar-2020: process with fu 27. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated'), genital haemorrhage ('heavy bleeding, bleed afterwards'), suicide attempt ('2 suicidal attempts') and staphylococcal infection ('mrsa') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion life threatening), immunodeficiency ("immune system is very low"), autoimmune disorder ("autoimmune disease"), vaginal abscess ("boil on vagina"), metal poisoning ("heavy metal poisoning"), ovarian cyst ("cyst on my ovaries"), inflammation ("inflammation all over body"), alopecia ("hair falling out all over the place, excessive hair loss"), pain ("always in pain"), headache ("headaches are on going"), hypertension ("blood pressure is high"), abdominal distension ("bloated all the time, abdominal bloating"), migraine ("migraines"), asthenia ("no energy"), feeling abnormal ("brain fog"), malaise ("sick all of the time"), dysgeusia ("metal tast in my mouth"), chest pain ("chest pain"), rash ("rashes, excessive rashes/ getting a rash all over and itches/ nickel rash same thing I have"), furuncle ("boils on butt and thighs"), neuropathy peripheral ("neuropathy in my legs,arms, and shoulders"), muscle injury ("muscle damage"), nerve injury ("nerve damage"), memory impairment ("forgetfulness"), pain in extremity ("my legs hurt/arms hurt all the time"), musculoskeletal pain ("shoulder hurt"), gingival swelling ("my gums are always swollen"), menorrhagia ("my period is heavy / heavy menstrual bleeding"), muscle spasms ("cramps in my legs"), abdominal discomfort ("horrible pressure in my stomach"), abnormal weight gain ("gain weight a lot, excessive weight gain"), depression ("depressed a lot") with insomnia and anxiety, palpitations ("heart was racing"), hot flush ("hot flashes"), pelvic pain ("severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), enterocolitis infectious ("enterocolitis infectious"), vitamin d deficiency ("little low on viatmin d"), vulvovaginal pain ("vaginal hurts"), fungal infection ("yeast infection") and staphylococcal infection (seriousness criterion medically significant) and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, suicide attempt, immunodeficiency, vaginal abscess, cervix carcinoma, ovarian cyst, inflammation, pain, chest pain, furuncle, neuropathy peripheral, muscle injury, nerve injury, memory impairment, pain in extremity, musculoskeletal pain, muscle spasms, abdominal discomfort, palpitations, hot flush, enterocolitis infectious, vitamin d deficiency, vulvovaginal pain, fungal infection and staphylococcal infection outcome was unknown and the autoimmune disorder, metal poisoning, alopecia, headache, hypertension, abdominal distension, migraine, asthenia, feeling abnormal, malaise, dysgeusia, rash, gingival swelling, menorrhagia, abnormal weight gain, depression, pelvic pain, pelvic discomfort, back pain, tooth disorder, fatigue and abdominal pain had not resolved. The reporter provided no causality assessment for suicide attempt with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, asthenia, autoimmune disorder, back pain, cervix carcinoma, chest pain, depression, device dislocation, dysgeusia, enterocolitis infectious, fatigue, feeling abnormal, fungal infection, furuncle, genital haemorrhage, gingival swelling, headache, hot flush, hypertension, immunodeficiency, inflammation, malaise, memory impairment, menorrhagia, metal poisoning, migraine, muscle injury, muscle spasms, musculoskeletal pain, nerve injury, neuropathy peripheral, ovarian cyst, pain, pain in extremity, palpitations, pelvic discomfort, pelvic pain, rash, staphylococcal infection, tooth disorder, vaginal abscess, vitamin d deficiency and vulvovaginal pain to be related to essure. The reporter commented: patient takes lupus and rheumatoid arthritis medications concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency, vulvovaginal pain, fungal infection and staphylococcal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event "mrsa" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 16-aug-2016: consumer stated that she had depression and felt defeated, lost and psychology (not specified). She tried suicide 2 times. Follow-up received on 16-aug-2016: consumer stated that she is in her breaking point again; her depression is worse. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy to remove the device. During this surgery, she was advised that her essure coils had migrated. Additionally, she reported her immune system is very low, she had boil on vagina, autoimmune disease, cervical cancer, heavy metal poisoning, and also that she tried suicide 2 times. These events are unlisted in the reference safety information for essure, except for genital bleeding and device migration which are listed. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity). Additionally, genital bleeding is a possible adverse reaction during device therapy. In this case, although the exact mechanism of the reported bleeding and migration is not known, given their nature causality with essure cannot be excluded. Regarding the remaining events; based on essure method of local, mechanical action, they were all assessed as unrelated to essure use. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no relationship between the reported events and a quality defect. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated"), genital haemorrhage ("heavy bleeding"), immunodeficiency ("immune system is very low"), autoimmune disorder ("autoimmune disease"), vaginal abscess ("boil on vagina"), cervix carcinoma ("cervical cancer"), metal poisoning ("heavy metal poisoning"), suicide attempt ("2 suicidal attempts") and enterocolitis infectious ("enterocolitis infectious") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal abscess (seriousness criterion medically significant), cervix carcinoma (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), suicide attempt (seriousness criterion life threatening), ovarian cyst ("cyst on my ovaries"), inflammation ("inflammation all over body"), alopecia ("hair falling out all over the place, excessive hair loss"), pain ("always in pain"), headache ("headaches are on going"), hypertension ("blood pressure is high"), abdominal distension ("bloated all the time, abdominal bloating"), migraine ("migraines"), asthenia ("no energy"), feeling abnormal ("brain fog"), malaise ("sick all of the time"), dysgeusia ("metal taste in my mouth"), chest pain ("chest pain"), rash ("rashes, excessive rashes"), furuncle ("boils on butt and thighs"), neuropathy peripheral ("neuropathy in my legs,arms, and shoulders"), muscle injury ("muscle damage"), nerve injury ("nerve damage"), memory impairment ("forgetfulness"), pain in extremity ("my legs hurt/arms hurt all the time"), musculoskeletal pain ("shoulder hurt"), gingival swelling ("my gums are always swollen"), menorrhagia ("my period is heavy / heavy menstrual bleeding"), muscle spasms ("cramps in my legs"), abdominal discomfort ("horrible pressure in my stomach"), abnormal weight gain ("gain weight a lot, excessive weight gain"), depression ("depressed a lot") with insomnia and anxiety, palpitations ("heart was racing"), hot flush ("hot flashes"), pelvic pain ("severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain") and enterocolitis infectious (seriousness criterion medically significant). The patient was treated with surgery, surgery and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, immunodeficiency, vaginal abscess, cervix carcinoma, suicide attempt, ovarian cyst, inflammation, pain, chest pain, furuncle, neuropathy peripheral, muscle injury, nerve injury, memory impairment, pain in extremity, musculoskeletal pain, muscle spasms, abdominal discomfort, palpitations, hot flush and enterocolitis infectious outcome was unknown and the autoimmune disorder, metal poisoning, alopecia, headache, hypertension, abdominal distension, migraine, asthenia, feeling abnormal, malaise, dysgeusia, rash, gingival swelling, menorrhagia, abnormal weight gain, depression, pelvic pain, pelvic discomfort, back pain, tooth disorder, fatigue and abdominal pain had not resolved. The reporter provided no causality assessment for suicide attempt with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, asthenia, autoimmune disorder, back pain, cervix carcinoma, chest pain, depression, device dislocation, dysgeusia, enterocolitis infectious, fatigue, feeling abnormal, furuncle, genital haemorrhage, gingival swelling, headache, hot flush, hypertension, immunodeficiency, inflammation, malaise, memory impairment, menorrhagia, metal poisoning, migraine, muscle injury, muscle spasms, musculoskeletal pain, nerve injury, neuropathy peripheral, ovarian cyst, pain, pain in extremity, palpitations, pelvic discomfort, pelvic pain, rash, tooth disorder and vaginal abscess to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device.   Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: enterocolitis infectious. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.